Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient. While positioning the was it became kinked. The physician continued with the procedure and inserted the wds into the kinked was. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 7cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient. While positioning the was it became kinked. The physician continued with the procedure and inserted the wds into the kinked was. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.